Event description:
Customer reported that: "during priming the arterial filter started to leak at the top. The pressure in the system was about 65 mmgh. The priming consisted of 1000 ml. Ringerslactaat, 1500 ml. Gelofusine and 100 ml. Mannitol 15%. No pt injury was reported." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. A supplemental medwatch will be submitted upon receipt of further info.